Event description:
It was reported that the mpu was not working and was not delivering energy to the system. The patient was under battery support and a replacement was requested. External alarm was displayed by the system controller. After mpu exchange last week patient came into outpatient hospital for a routine appointment. Logfiles did shown pump resets (esd events). No further events recorded after mpu exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mpu not delivering energy to the system was confirmed. The returned mpu (serial number (B)(6) ) was tested by the distribution on 02mar2021, and the mpu would not power on upon being connected to power. The mpu¿s power supply pcb was replaced with a new component, and the mpu fully functioned as intended after this replacement. Preventive maintenance was performed, and the serviced and repaired mpu was returned to the rental pool after passing all tests per procedure. The mpu¿s original power supply pcb appeared unremarkable. The pcb¿s fuse was observed to be open. Several other components on the pcb were also observed to be shorted. The provided log file was reviewed, containing data spanning approximately 33 days (15jan2021 ¿ 17feb2021 per time stamp). Multiple pump stop events were observed throughout the data, occurring on (B)(6) 2021, and twice on (B)(6) 2021. The pump resumed speeds above the low speed limit within a few seconds of each event. Based on previous complaint history, the pump stops appear consistent with electrostatic discharge (esd) events. The root cause of the damage to the mpu¿s power supply pcb was unable to be conclusively determined through this analysis. However, esd may have damaged the pcb due to the observed pump resets within the provided log file. Esd damage to the mpu¿s power supply is being addressed via a corrective action. Review of the device history record for the mobile power unit, serial number mpu-30926, showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 instructions for use (IFU) section 6 ¿patient care and management¿) instructs the user on how to avoid electrostatic discharge (esd) events from most likely occurring. Additionally, the safety testing and classification tables in section c of this IFU include electrostatic discharge information. The heartmate 3 patient handbook section titled ¿emergency contact list¿) cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.